Manufacturer narrative:
Investigation: one (1) sample was provided by the customer for investigation. The sample was visually examined using 40x magnification. A dark blue fiber was observed loose in the needle shield when the needle hub assembly was removed. The fiber was visually identified as a clothing fiber. Operator interaction with the product is minimal. Operators wear blue smocks over street clothing on the production floor. The fiber could have originated from either a smock or the street clothing worn by the associates involved in the production of this batch. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that foreign matter was found with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "on 08-apr-2019, the reporter contacted via phone. The reporter stated that the physician noticed "fuzz" on the injection needle before the injection as he removed the cover for the injection needle. The reporter described the foreign matter as 2 strands of "fuzz", which was dark colored and fabric like cotton from clothing."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "on (B)(6) 2019, the reporter contacted via phone. The reporter stated that the physician noticed "fuzz" on the injection needle before the injection as he removed the cover for the injection needle. The reporter described the foreign matter as 2 strands of "fuzz", which was dark colored and fabric like cotton from clothing."